Event description:
A surgeon reported that the system did not display an advisory message when the balanced salt solution (bss) ran out during a cataract surgery. The case was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available. (B)(4).